Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of "high." A correction injection was administered to successfully resolve the blood glucose level. Customer changed pump supplies to address the issue.